Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, revised and replaced on (B)(6) 2021 due to a tubing tear/leak. Additional information received indicated that there was a tubing leak on the right side. Additionally, the distal tip was 2 cm short of glans. The device was 3-4 years old. The territory manager noted that the physician thought the angle of tubing/way it was implanted was the cause. The information received indicated there was a tubing leak; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to tubing lead on the right side, the distal tip was shortened. The physician felt that it was due to the way it was implanted.